Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor siltex 350cc saline filled to 405cc; catalog number and lot number are unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor breast implants of unknown type and experienced deflation and capsular contracture baker¿s grade IV on the right breast implant and a capsular contracture baker¿s grade ii on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(4), lot number 7348442 on the left breast implant and with gel mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(4), lot number 6859463 on the right breast implant on (B)(6) 2018. The patient had fully recovered after the outpatient surgery. Original surgery was 17 years ago siltex 350cc saline filled to 405cc bilaterally, catalog number and lot number are unknown. The patient noticed capsular contracture, then a visible deflation, no known trauma. There were no complications. This medwatch is for the left breast implant.

Manufacturer narrative:
On 11/27/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).